Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23 mm 11500a inspiris valve underwent valve-in-valve intervention after an implant duration of five (5) years, 11 months due to unknown reasons. The tavr procedure was successfully performed with a 26 mm 9755rsl transcatheter valve.